Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. When the battery module was connected to a known good pump it functioned properly with no errors. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however battery cell will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module was involved in an improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.